Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors became "unscrewed" from continu-flo solution sets. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.